Manufacturer narrative:
Additional findings in the device evaluation were dents/cracks on the video connector. Based on the results of the investigation, the water immersion in the main unit imaging and camera cable indicated that the charge coupled device had failed. Since the camera cable was damaged (torn), it cannot be kept watertight, and water is assumed to have penetrated inside resulting in flooding. There was no history of repairs that might have contributed to the actual device¿s issue, and it was determined that the defect was not caused by the repairs. A device history review of the actual device was conducted and fund no problems. This issue is addressed in the instructions for use (IFU). The following statement is included in the ¿warning¿: in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "storage," the following statement is found in the "warning" section. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. The following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscope image or function and it returns to normal spontaneously, the equipment may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the "warning" section of the instruction manual "for safe use endoscope image disappearance and freezing. Do not bump or drop the product. There is a risk of damage to the product's internal electrical circuits due to water leakage. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a torn camera cable, image flickering, flooding of the main unit's image capture and flooding of the camera cable. There were no reports of patient involvement.